Event description:
It appears that the wire separated from the covering which is why it didn't really feel like it broke.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.